Manufacturer narrative:
(B) (4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
A customer contacted baxter?s technical service center regarding another matter. On (B) (6) 2010, product surveillance contacted the peritoneal dialysis (pd) nurse. The nurse stated that patient developed peritonitis on (B) (6) 2010. The patient had staph-epidermidis. The patient had cloudy effluent. There was no exit site or tunnel infection associated with the peritonitis. The gram stain was performed with results of many white blood cells (wbc) with no organisms seen. The cell count was performed with following results: wbc=2533, neutrophils= 49, eosinophils=0, lymphocytes=0 and monocytes=51. The patient was treated with vancomycin 2 grams. The cause of the peritonitis is unknown. The patient has recovered. No other information was available. There are no allegations against any baxter products in this case of peritonitis.